Manufacturer narrative:
(B)(4). Initial report sent: (B)(4) 2011 under MDR number 1717344-2011-00227. The incident sample has been requested but to date has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted. A visual inspection of the incident device revealed tissue in-between the jaws. Tests for resistance, jaw gap and jaw splay were within the allowed range. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. Date sent: 02/14/2014.

Event description:
The customer reported that during a laparoscopic gyn procedure, on about 5th sealing, the jaws would not open. Using electrical knife, the device was removed. After cleaning the device, it was used again, but the jaws again would not open. This time, it was forced opened using a clamp. There was no bleeding and no patient injury.